Manufacturer narrative:
A patient experiencing a lead fracture was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144415.

Event description:
It was reported that the patient experienced an scs lead fracture. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's migrated scs lead was explanted, replaced, and therapy was restored.